Event description:
During a clinical procedure, two infiltration cannulas were reported to have separated at the shaft-to-base interface during use. The procedure was completed using an alternate cannula, and no patient injury or adverse clinical outcome occurred. The affected devices were not returned to the manufacturer; therefore, the investigation was limited to a review of customer-provided photographs and internal manufacturing records. Review of the photographs confirmed separation of the cannula shafts from the base, with no obvious bending, deformation, or external damage visible. Internal joint integrity could not be evaluated due to the absence of the returned devices. Review of the production records confirmed that the devices were manufactured in accordance with approved specifications, with all required in-process and final inspections completed and accepted. No deviations, nonconformances, or rework activities were documented. Based on the available information, the event is classified as an undetermined mechanical failure at the shaft-to-base interface. The reported failure mode is consistent with separation that may occur under lateral stress or excessive mechanical loading, which can compromise structural integrity at the interface. No manufacturing or material defects were identified during the investigation. Complaint trend analysis identified this issue as a recurring event; therefore, CAPA-02953 has been initiated to further investigate and evaluate potential corrective action. The manufacturer will provide additional information to the FDA if new or relevant findings become available.